Event description:
It was reported that insulin gauge displayed amount different than expected, showing 10 units when caller expected 80 to 99 units. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, agreed to receive email with cartridge loading resources, and was advised by technical support to call back for troubleshooting if problem recurred.